Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer reports that a pt was intubated without any complications and was placed on a ltv ventilator and the pt would de-saturate. The ventilator would alarm (disc/sense). The pt was re-intubated, was bagged and placed back on the ventilator. The ventilator was experiencing the same issue (disc/sense). The pt's oxygen saturation dropped into the 70's and the pt was taken off the ventilator and bagged with an ambu-bag. The pt's oxygen saturation did increase once the pt was taken off the ventilator and was being ventilated with the ambu-bag. Another ventilator was brought in and placed on the pt without any complications and the pt's vital were stable. Upon further investigation of the ventilator, the rt discovered the teleflex filter was completely occluded with a plastic web inside of the small end of the device. The ventilator performed correctly with the new filter. The pt's condition was reported as fine.